Event description:
It was reported that high impedances (above 4000 ohms) were measured on the patient¿s implantable neurostimulator (ins). It was unknown when the high impedance issue occurred. A procedure was then performed to replace the lead. It was noted that during the explant, the lead broke and only the proximal portion was removed. After implant of a new lead the high impedances resolved immediately. There were no patient symptoms or complications reported that were associated with the event issue. The patient status at the time of report was noted as ¿alive ¿ no injury¿. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v462931, implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: lead. Product ID: neu_unknown_prog, serial# unknown, product type: programmer. (B)(4). This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined leads", educational brief/physician communication ((B)(6) 2010).